Event description:
The patient's spouse called in to report that the patient had a wire disconnected because it was using too much of the battery and now the patient doesn't feel good. Follow-up was conducted and from the information obtained it was reported that the left ventricular lead was turned off because the lv thresholds were high. It was further reported that the patient was last seen for a device check a month after the spouse had called and at that time, the lv lead was kept off and the system was found to be functioning normally. It was noted there was nothing wrong with the system or patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.